Event description:
It was reported the customer's insulin pump was defective. The customer reported their display was completely damaged. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. The pump had a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.